Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a hollow fiber fusion oxygenator, it was reported the customer was pumping a case and very shortly after initiation, noticed a small puddle of water/blood under the oxygenator. Customer believed there was a leak into the gas phase as blood was noticed coming out from the bottom side of the fibers as shown in the photo attached. Customer elected to continue on with the case as they felt the risks of an oxy change out were greater than proceeding with current oxy but kept a 2nd oxy and connectors close by just in case. The case proceed without issue. The oxy function did not seem compromised and no notice of any higher-than-normal sweep/fio2 requirements. The device was used to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
B.5.medtronic received additional information that the flows were changed during the pump run. There was no damage noted to the pack, the tubing or the container. Patient blood loss was very hard to assess but it was minimal blood loss, approximately 10-20mls. An unplanned blood transfusion was not required due to the leak. D.4. Serial number and expiration date updated h.4.mfg date updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of a fiber leak with blood staining on the bottom of the fiber bundle. The device was cleaned using a renalin solution. Pressure integrity testing was performed at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the device including the fiber bundle. The reason for the return was visually confirmed by the blood staining on the bottom of the fiber bundle. Correction b5: medtronic received information that during use of a fusion hollow fiber oxygenator, it was reported that the customer was pumping a case and very shortly after initiation, they noticed a small puddle of water/blood under the oxygenator. The customer believed there was a leak into the gas phase as blood was noticed coming out from the bottom side of the fibers as shown in the photo attached. The customer elected to continue on with the case as they felt the risks of an oxygenator change out were greater than proceeding with current oxygenator, but they kept a second oxygenator and connectors close by just in case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.